Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during surgery an error code '5' alert screen displayed by generator, and then the titanium tip was broken after re-installation. Changed to another one to complete surgery. There was no patient consequence reported.